Event description:
The user received erratic calcium results and states she is seeing a lot of repeat testing. The repeat result doesn't match the original sample closely enough for her lab protocol. The user provided 14 samples and only the following 10 pt samples were considered discrepant. All results are in mg per dl. Sample 1 initial result was 7.1, autorepeat result was 8.4, manual repeat result was 8.6. On (B) (6) 2009, sample 2 initial result was 7.0, autorepeat result was 8.6, manual repeat result was 8.3. Sample 3 initial result was 7.5, autorepeat result was 8.8, manual repeat result was 8.8. On (B) (6) 2009, sample 4 initial result was 7.9, autorepeat result was 9.5, manual repeat result was 9.6. Sample 5 initial result was 7.9, autorepeat result was 8.9, manual repeat result was 8.7. On (B) (6) 2009, sample 6 initial result was 7.7, autorepeat result was 8.8, manual repeat result was 8.8. Sample 7 initial result was 7.9, autorepeat result was 9.1, manual repeat result was 9.2. On (B) (6) 2009, sample 8 initial result was 7.9, autorepeat result was 8.9, manual repeat result was 8.7. On (B) (6) 2009, sample 9 initial result was 7.6, autorepeat result was 8.8, manual repeat result was 8.7. On (B) (6) 2009, sample 10 initial result was 7.9, autorepeat result was 9.0, manual repeat result was 8.1, 8.8 and 9.0. The initial results were not reported as the samples were held for manual rerun.

Manufacturer narrative:
The field service representative found the rinse nozzle was overflowing and removed a clog from the rinse nozzle. The user ran calibration and qc successfully.